Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was separated, the following information was received by the initial reporter with the following verbatim. It was reported by customer that they keep popping off and leaking, if it is not fully tightened when started it will leak.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint maxzero separating from the set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.